Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received excessive no delivery alarms. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect and reconnect the infusion set. The customer stated that the no delivery alarm was cleared. The customer was advised to change infusion set and change sites. The customer called back and stated that the no delivery alarm recurred. The insulin pump was replaced and will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No excessive no delivery alarms were noted. The pump passed the self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.